Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer 05 had not opened and was jammed. When attempting to issue metronidazole 250 mg tablets and potassium 20 meq, the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer did not open. A technical support specialist (tss) remoted in and found a cubie was not properly seated in drawer 06, which was causing drawer 05 to fail to open. Once the cubie reseated properly, the issue would be resolved. The technical support specialist then closed the case.